Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; lcs univ rp brg std 15.0 mm; unknown knee patella component; unknown bone cement.

Event description:
The primary surgery was performed via tka (date of primary surgery was unknown). On (B)(6) 2018, it was reported that the revision surgery was scheduled to be performed by replacing the tibial insert due to worn off (date of revision surgery was not fixed yet). No further information was provided by the hospital.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.